Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited low impedance during a device check. The lead was recommended to be evaluated. No further information is available at this time.